Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the device was sent to biomed shop for giving channel error message. Biomed replaced the upstream pressure transducer. Although requested, further information was not provided.